Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a brief sensor issue with her dexcom cgm, which occurred three days after sensor insertion in the arm. That night, the patient lost consciousness while she was sleeping. She was unaware of how long she had been unconscious. Her husband discovered the issue when he checked the dexcom device, which displayed a "brief sensor issue" message. He immediately performed a blood glucose (bg) test, which showed a critically low reading of 27 mg/dl. Prior to going to bed, the patient¿s cgm readings were within normal range, and she reported no symptoms of hypoglycemia. Upon discovering the situation, her husband called 911. When emergency medical services arrived, the patient¿s bg level remained at 27 mg/dl. She was treated on-site with intravenous glucose, after which she regained consciousness. The patient declined hospital transport, and the ambulance departed once her condition was stable. At the time of this report, the patient remains physically weak but is recovering. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.